Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the screw was returned in two pieces. One piece is the head, shaft and a portion of threads. There are rings the entire shaft length and the threads are damaged. The thread peaks are flattened. The other piece is a section of peeled threads. There is no thread form remaining in this section. The thread profile and thread major diameter could not be checked due to damage. All measurements that could be taken were found to meet specification. Without a lot number the device history records review could not be completed.

Event description:
This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device was received and is entering the complaint system.

Event description:
During surgery for a femerol osteotomy on (B)(6) 2013: while the surgeon was inserting the 4.5 cannulated screw, the threads from the screw began to unravel and came off in one piece. The surgeon removed the screw, retrieved the threads and inserted another screw without any complication. This occurred at the end of the surgery and the rest of the surgery reportedly went fine. There was no adverse effect to the patient and surgery was not prolonged.